Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarm. Customer blood glucose at the time of incident 144 mm/dl. Troubleshoot was not completed. Customer was advised the internal power source was unable to charge. Customer stated the alarm happened during normal use. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. Pump error was noted on formatted history file due to connector resistance issue at printed circuit board. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window, broken belt clip rails and scratched case.